Manufacturer narrative:
An pd investigation summary was performed. The investigation of the complaint articles has shown that: the device conforms dimensionally to the drawings, and the design was determined to be adequate for the intended use of this device. Two parts belonging to the trochanteric fixation nail system were returned; one helical blade inserter (part# 357.372, lot# 4516679, mfg. 03dec2002), and one helical blade coupling screw (part# 357.377, lot# is10065, mfg. 03nov2008). These devices were returned with the complaint that ¿, a helical blade inserter broke while trying to remove the coupling screw. While inserting the helical blade, the coupling screw broke.¿ upon receipt of these devices it was seen that the knurled cap of the helical blade coupling screw was not attached to the shaft, and the indicator top of the helical blade inserter is missing the set screw of the alignment indicator, additionally the handle and alignment indicator end of the device are heavily covered in hammer marks. This complaint is confirmed. This complaint likely occurred as a result of years of heavy use and impaction caused by hammering. This investigation has been approve and is confirmed, however the designs of these devices were found to be adequate for their intended uses. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device is an instrument and is not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Patient's date of birth, gender, and weight are not available for reporting. Subject device has been received; no conclusions could be drawn as the device is entering the complaint system. A review of the device history records has been requested and is pending completion. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A review of the device history records was completed: isimac machine company manufactured the helical blade coupling screw, part number 357.377, and lot number 6014273 (supplier lot (B)(4)). The supplier¿s certificate of compliance indicates the parts were manufactured to and met the required specifications. The lot was inspected and conformed to the synthes, incoming final inspection sheet. No material review reports or non-conformance reports were generated for this lot. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
There was no patient harm; the surgeon was able to get the issue resolved without further problems.

Event description:
It was reported that during a trochanteric fixation nail (tfn) surgery, a helical blade inserter broke while trying to remove the coupling screw. While inserting the helical blade, the coupling screw broke. There was a ten minute surgical delay. No additional information provided. This is report 2 of 2 for (B)(4).